Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was thrombus in the 3 pieces of the incraft device, one 30 mm aortic bifurcate, one 24 mm x 12 cm iliac limb and one 24 mm x 10 cm iliac limb. The devices will not be returned for evaluation as it remains implanted.

Manufacturer narrative:
After further review of additional information received the following description of event or problem, device identification, premarket identification, type of report, follow up type, device manufacture date and adverse event problem have been updated accordingly. Description of event or problem: additional information received, indicated that there was kinking left common iliac artery (aic) because of the anatomy. After three month, everything was fine however, one year later some thrombus was noted in both legs. Within two years right and left aic grew. Hence, no more kinking on the left aic. Further some thrombus on both legs. A review of the manufacturing documentation associated with lot 17105644 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.